Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, no damages or anomalies observed, and the reported issue could not be duplicated. A functional test was conducted to simulate clinical use and the needle retracted and locked into place within the wing body. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a needle stick injury on a phlebotomist as the needle's safety was not engaging completely. The event occurred during post procedure at the hospital. The operator of the device was health professional. The issue was resolved. The medical intervention was unknown.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.